Manufacturer narrative:
(B)(4). The device were not identified or returned to baxter for evaluation and therefore an evaluation could not be completed. If the device are returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum pumps alarmed system error 341 during therapy. The customer stated that the alarm would interrupt the infusion for a few minutes, however there was no patient injury. It was also reported that the spectrum pumps were operating in a room with an air mattress bed.